Event description:
Beginning in 2004, reporter began having complications with the abbott svo2/cco pa catheters. Typically, within 1 hour of returning from o.r., they would get error messages stating "thermal coil fault", the signal quality indicator would go blank, and the co/ci readings would disappear. The following observatons were also made: occasionally, the readings would intermittently return and disappear on its own. Sometimes they could recalibrate the thermal coil, but this never lasted more than an hour - with the original problems eventually returning. At other times there was nothing they could do to get the info to display properly. In all cases, they never lost the ability to continue to monitor the svo2, which they would confirm using a mixed venous gas. In all cases, they were able to convert the catheter over to manual co/ci readings through the bedside monitor in order to properly manage the pt. Anesthesia never reported any problems with the catheters at any time while the pt was in o.r. Nor during transport. Facility's first action was to notify bio-med of possible monitor failures. All of the monitors were checked out with no apparent failures identified. A couple monitors were returned to the manufacturer and were promptly replaced. They found no difference in failures between the new monitors and the older ones. At the same time, reporter began observing the nursing staff for improper handling of the catheter or monitors. They identified a couple of thermal coil cables which may have been handled roughly and had slightly loose connections that possibly could be contributing to the problems. The cables that had been handled roughly and had possible loose connections were taken out of service. New cables were purchased and marked to differentiate them from the older, used cables, which were still serviceable. They found no difference in failures between the older cables and the new ones. Reporter also worked closely with the nursing staff through just-in-time training to reinforce proper handling of the equipment. They found no difference in failures after re-educating the staff. It was at this time that they determined that the problem might be in the catheters themselves. This whole process has taken a number of months, with several factors contributing to the delay: this catheter is used almost exclusively on open heart surgery pts. Facility has been averaging only 5 cases a month since january, limiting opportunities to trouble-shoot the problem. A number of cases were done emergently on evenings and weekends when less resources were available in-house to observe and trouble-shoot. It has been difficult to track lot numbers of the failing catheters since the caths are inserted in o.r. Many hours before the pt arrives to ICU and o.r. Has never experienced any complications with the catheter. To the best of reporter's knowledge, no harm has come to any pt as a result of these complications; however, there have been delays and frustrations in monitoring and managing these pts due to lack of timely and reliable info, and increased cost in caring for these pts due to use of additional resources to set-up alternative monitoring capabilities.